Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was dislodged. The lesion being treated was located at a bifurcation in the mild to moderately tortuous, non calcified, 80% stenosed left anterior descending artery. The reference vessel diameter was 2.75 mm. After predilatation the physician attempted to implant a taxus express2 8.8% 2.75x32 mm drug eluting stent and encountered resistance upon insertion. Following withdrawal of the catheter, stent and wire, the stent was lost inside the catheter. No pt complications were reported.